Event description:
Surgeon was performing a leep cervical biopsy with the fischer cone biopsy excisor small and noted the cutting band broke into pieces were retrieved from the pt.

Manufacturer narrative:
The returned sample clearly shows the cap (tip end) missing and the wire separated from the tip. We have tried to recreate this condition with product taken from our inventory. After many attempts in our engineering lab we could not re-create this problem. The complaint has been attributed to an error in use. (B)(4).